Manufacturer narrative:
The analysis was performed on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of the available information indicated that the calibration conditions were normal, and quality control results were consistently within the expected range. Instrument settings, including special wash parameters, were verified to be correct. The investigation was limited by the unavailability of calibration and quality control data for independent review. Single false positive results may occur due to sample-specific interferences and are covered by the assay's specificity claim. Initially reactive results should be retested in duplicate, and repeatedly reactive samples should undergo confirmatory testing using an independent neutralization test. However, the confirmatory test is not available in china, and additional testing was performed by the customer using alternative methods. The root cause of the reported event was attributed to a sample-specific interference. No general reagent issue was identified.

Event description:
The initial reporter alleged a discrepant positive result for the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 8000 - cobas e 602 module. The allegation involved a single patient sample that tested positive for hbsag on (B)(6)2025. Additional testing of the same sample using ortho and abbott systems yielded negative results. Other serological parameters for the sample included anti-hbs (positive), hbeag (negative), anti-hbe (negative), and anti-hbc (negative). Historical results from 2024 on the abbott system for the same patient showed hbsag (negative), anti-hbs (positive), hbeag (negative), anti-hbe (negative), and anti-hbc (negative).